Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system and found the cause of the reported issue was due to the patient archive being too large. After deleting the old patient, the system booted up successfully and the problem was solved. The software investigation found that the reported event was related to a known software issue. This issue was previously documented and investigated in a medtronic navigation software anomaly tracking database. No parts were replaced. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, an error message appeared on the mobile view station (mvs) indicating a damaged database. The file was replaced with an older one and the problem resolved. After shutting down the system and powering back up, the issue occurred again. Software installation was installed and the issue was not resolved. There was no patient present when this issue was identified.